Event description:
Abbott labs sells meter to monitor glucose levels in blood "free style flash" meter. Box is labeled as having a software program to compile data about glucose levels over a period of time. The software has been pulled from the market as of sept 1, 2005, but still selling the product with "software" available on the box. What about users who are currently depending on the software. Abbott labs says "they have no idea when the software will be available".